Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6) 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-08 - equinoxe preserve st.

Event description:
As reported, approximately 5 years and 10 months post initial left total shoulder arthroplasty (tsa), a revision was performed due to glenoid failure and osteolysis of the humerus (calcar). The patient was revised to a competitor reverse shoulder. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.